Manufacturer narrative:
Device eval by MFR: the eval confirmed the alleged complaint. Teleflex medical rec'd one hem-o-lok plus endotouch applier catalog # 114527. The investigation confirmed that applier does not close clips properly. The investigation also revealed that an unauthorized facility has performed repairs on the appliers possibly to the clip closure issue.

Event description:
The facility alleges the jaws are not adjusted, tips do not close properly; they leave open the clip. It is unk if this condition occurred before or during pt use. There was no pt injury or medical intervention reported.